Event description:
The customer requested a part number for the front bezel. Customer did not report pt involvement.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.